Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited loss of capture and the right atrial (ra) lead exhibited diminished sensing. The lead and ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited diminished sensing and loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.